Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm at peace since I've had the essure gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("my left side always in pain"), hot flush ("hot flashes"), peripheral swelling ("I have this symptom: legs are swollen"), paraesthesia ("left side tingling"), hemianaesthesia ("left side numb"), dyspareunia ("sharp stabbing pain during intercourse") and abdominal pain lower ("knife running along my left lower abdomen all the way to my side") and was found to have weight increased ("I have gained 23 ibs 8 weeks since surgery"). The patient was treated with paroxetine mesilate (brisdelle) and surgery (hysto they took every thing but ovaries). Essure was removed. At the time of the report, the medical device removal had resolved, the pain in extremity, hot flush, peripheral swelling, paraesthesia, hemianaesthesia, dyspareunia and abdominal pain lower outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain lower, dyspareunia, hemianaesthesia, hot flush, medical device removal, pain in extremity, paraesthesia, peripheral swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events- abdominal pain lower, dyspareunia were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm at peace since I've had the essure gone ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("my left side always in pain"), hot flush ("hot flashes"), peripheral swelling ("I have this symptom: legs are swollen"), paraesthesia ("left side tingling") and hemianaesthesia ("left side numb") and was found to have weight increased ("I have gained 23 ibs 8 weeks since surgery"). The patient was treated with paroxetine mesilate (brisdelle) and surgery (hysto (they took every thing but ovaries)). Essure was removed. At the time of the report, the medical device removal had resolved, the pain in extremity, hot flush, peripheral swelling, paraesthesia and hemianaesthesia outcome was unknown and the weight increased had not resolved. The reporter considered weight increased to be unrelated to essure. The reporter considered hemianaesthesia, hot flush, medical device removal, pain in extremity, paraesthesia and peripheral swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Events medical device removal and weight gain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.